Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "recurring capsular contracture [baker grade 4].

Event description:
Healthcare professional reported "recurring capsular contracture [baker grade 4] of the left side." Singulair was reported as treatment. Device remains implanted.

Event description:
Healthcare professional reported "recurring capsular contracture [baker grade 4] of the left side." Singulair was reported as treatment. Healthcare professional reported a capsulectomy was performed on the left side. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: -capsular contracture: unable to observe as it is a medical event that is not related to the device. -crease folding of implan: observe creases on the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported a capsulectomy was performed on the left side. Device has been explanted and replaced.